Event description:
The hospital reported that before the procedure, while the patient was in the or, vasoview hemopro 2 didn't activate/heat during pre-procedure cautery test. No patient harm. No added incisions or time. A new kit was opened to finish the case.

Manufacturer narrative:
Tw (B)(4)the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.